Manufacturer narrative:
Device was not received for evaluation.

Event description:
It was reported that a customer defined introducer kit cracked where the hub and shaft intersect. The product was in vivo 2-3 days. It was stated that the patient was bleeding out and noted quickly when blood pressure started to drop. It was noted in the cvicu after and open heart case. No patient intervention or patient complications were reported.